Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the microscope head feels loose and unsteady after moving. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative tightened the 6mm mounting bolt and set screw to resolve the customer reported event. The system was tested and found to meet product specifications. The system was manufactured on june 5, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose mounting bolt and/or set screw. How or when the screw(s) became loose is unable to be determined. The manufacturer internal reference number is: (B)(4).